Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the air dermatome serial number (B)(6) by a zimmer biomet certified service repair technician on 04 december 2019 revealed that the device was out of calibration, the motor did not run and the control bar and machine head had visible damage. Repair of the device was performed by a zimmer biomet certified service repair technician on 04 december 2019 which included replacement of the machine head. Control bar. Swivel. Motor, poppet assembly, bearing stack, reciprocating arm, throttle lever, and bearings. The device, serial number (B)(6), was then tested and functioned properly. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the air dermatome was leaking at the connection. No adverse events were reported as a result of this malfunction.